Event description:
It was reported in clinic notes that the patient had irregular and rapid heartbeat, not relationship to vns provided. The clinic notes are from the patient current neurologist. The patient's previous neurologist reported that a past cardiologist of the patient felt the arrhythmias were related to vns but he did not feel the arrhythmias were related to vns as the patient had a history of arrhythmias prior to vns. It is currently unknown who the patient's current cardiologist is or their assessment on the relationship of the arrhythmias to vns. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was provided that the currently treating physician has no information to provide regarding the reported arrhythmias.